Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After a software download, normal function resumed.